Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarm (alarm 06) occurred. Reportedly, the pump did not go outside of the allowable operating altitude range. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose levels was 298 mg/dl. Reportedly, the pump supplies were changed to address the occlusion. The customer reverted to a different pump for insulin therapy.